Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the customer received an unexpected restart alarm after a battery was inserted into the insulin pump. Customer's blood glucose was 420 mg/dl. The customer's blood glucose was treated with a manual injection. The father was advised to monitor the customer's insulin pump. The insulin pump will not be returned for analysis.